Manufacturer narrative:
Ous MDR.

Event description:
Ous MDR - after an implantation duration of about 51 months, inappropriate shocks were reported and the lead was explanted. No adverse pt side effects have been reported.